Event description:
Customer's blood glucose was tested and a result of "hi" was received at 6am. Spouse called at 8am and recieved no answer. Neighbors found pt on the bathroom floor sweating and out of it. Emergency medical techs were called and they received a result of "lo" at 9 or 10am. Emergency medical techs gave food and glucose and transported pt to the hosp. On a separate occurrence at 7 am the customer received a "hi" result, at 7:30am they were taken to the e.r. In low blood seizure. Controls were run and the results are unk. A request was made for the return of the suspect device and replacement product was sent.